Event description:
Customer reported experiencing low blood glucose readings of 37 mg/dl and waking up in the ambulance. Customer declined to provide any further information. No further information reported. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.